Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112711). There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5112711) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The manufacturer previously received information alleging the air patient was breathing smell burnt like and water chamber often runs dry. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the following from an external and internal inspection: unknown white, and black contamination (dust like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white contamination (dust like), in the iso port (international organization of standardization.) Dust like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, black and gray dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Unknown black residue inside of enclosures. (Inconsistent with degraded sound abatement foam). The manufacturer used a fitt (foam integrity test tool) was unable confirm the presence of degraded sound abatement foam, the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam and was unable to address the patient's symptoms.